Manufacturer narrative:
The insulin pump was monitored for several days. The insulin pump passed the displacement test. The insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform functional test, the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error. The insulin pump was received with normal operating current. The insulin pump passed self-test and off no power test. The motor was tested outside of the device and passed. No unexpected failed battery test. No unexpected battery out limit noted. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer treated with a manual injection of 6 units for the high blood glucose. Customer rewound the pump and was able to prime the tubing. Customer performed the displacement test and it shows no reservoir. Customer had multiple occasions where he had a bad battery and battery out limit alarm. Customer stated that he was trying to put batteries in and tried multiple batteries back in (B)(6). Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer received another failed battery test alarm during troubleshooting. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting for the high blood glucose.